Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead experienced dislodgement and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Product investigation was unable to confirm the reported field observation of dislodgement. No anomalies noted in helix/lead tip.

Event description:
Additional information received, and a supplemental report is being filed.